Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 1/2/2020. D4: batch # t5e17k. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Response: bleeding was controlled by clips. Patient did not require a transfusion. Blood loss was not known to the surgeon at the time of our discussion. No change in post-operative care.

Event description:
It was reported that during a laparoscopic esophagectomy, firing the echelon 60 blue reload, third firing on the gastric conduit. Fired the blue reload and had a completely malformed staple line and malformed staples. Used a black and green reload prior. The surgery was delayed by 10-minutes. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Investigation summary: five photos and video received. Upon visual inspection of five photos and a video, the following was observed: the photos show a device from anvil area with a blue reload loaded and drivers up. Some staples can be seen not properly formed and slight bleeding was noted. The video shows tissue and bleeding can be seen in middle part of staple line area. Based on the photos and video the event describes are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.